Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-0368 and (B)(4). This report is being sent to provide the investigation results of a returned device. The returned device was evaluated and performed within specification. No issue found that would have contributed to the patient's reported hyperglycemia.

Event description:
(B)(6). At 6:27 pm the pod was deactivated and he noticed the cannula was bent.